Event description:
It was reported that the user experienced a low glucose event during sleep and did not awaken to the device alarm because it was too quiet; the user was advised to use a companion app with louder notifications, and the pump was noted to be in its learning period. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no escalation of care. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed user-perceived low alarm audibility, with no device malfunction reported, and a plausible physiologic contribution from the pump¿s learning period during sleep. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.